Event description:
This report is 1 of 3 and linked to mfg report numbers 3004608878-2023-00015 and 3004608878-2023-00016: a facility reported that while the mayfield system (a1059 mayfield modified skull clamp) was in contact with a patient for an unspecified procedure, a problem occurred and the patient was injured. Additional information received states that "when palpating the anatomical relationships, the patient's head in the mayfield had moved 15 degrees from the (horizontal) position." The problem led to increased surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that it had play in its pivot lock and needed to be cleaned. Some worn hardware have been replaced for adjustment, and after assembling the device, a function test was performed. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn components due to routine use and wear. Additionally, improper or suboptimal positioning of the mayfield system can result in movement of the patients head and injury. Based on the evaluation of the event, no corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
.